Manufacturer narrative:
A device has not been returned for evaluation. Lot number information was not provided, therefore a review of manufacturing paperwork could not be performed. A device has not been returned for evaluation, therefore a direct product analysis could not be performed. Attempt(s) to acquire information required for this form were made by gore. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable.

Event description:
It was reported to gore that the patient had a breast augmentation and lift of her left breast in 2007, using gore-tex suture. The patient reported that afterwards, she experienced redness and inflammation. Then the following year, the patient had a another revision to lift her left breast because the sutures appeared to be "pulling away". Since then, the patient reported a recurrence of the suture pulling away causing stretching of the areola and the scar around the areola not to be smooth.